Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the changed the reservoir while filling the tube. The customer stated that the motor pushed out all the insulin. The customer's parent could not stop the motor. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with all operating currents within specifications, and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No prime anomalies were noted. The pump was monitored, and no unexpected bolus delivery was noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.